Manufacturer narrative:
The complaint is unconfirmed. Conmed received one 60-7510-005 device in opened unoriginal packaging. The lot number could not be verified. Performed a visual inspection of the device, there were no obvious signs of abnormalities or defects with the pencil. Performed a functional inspection, the pencil functioned as intended. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to always place unused associated electrosurgical accessories in a safe insulated location such as the provided holster when not in use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the goldvac integrated smoke pencil, pushbutton, item 60-7510-005, unknown serial number that occurred (B)(6) 2017. The conmed representative explained that the facility was reviewing old product feedback forms and presented her with a report. It was reported only that " cautery in plastic holder, not in use- coag on (audible alert), machine display- coag active. Observed and assessed by scrub nurse. It was a single incident and did not recur during case." It is indicated that the issue occurred during pre-op testing for an im (intermedullary) nail procedure and the procedure was successfully completed with no impact or injury to the patient. To date, although multiple attempts have been made to gather additional information and clarification, no information has been provided. This report is being raised based on previous filings for similar issues of malfunction with potential for injury upon reoccurrence.